Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump housing was damaged, causing difficulties loading cartridges. The customer¿s blood glucose was over 300 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. The customer reverted to an alternate method of insulin therapy.